Event description:
(B)(4). It was reported the patient¿s incision opened up two weeks prior to report and it started bleeding. It was stated the patient¿s healthcare provider put a steri-strip over the wound but it ¿busted open¿ again. It was also stated when the incision opened up the patient turned off the implantable neurostimulator (ins) and when she turned the ins back on, she felt overstimulated on the left buttocks, even when stimulation was turned down to zero. It was stated the ins was implanted in the left buttock. The right side was reportedly fine. (B)(4). Additional information reported that the patient does not have concerns regarding the device or therapy. Patient received assistance from the doctor or mdt representative and her concerns were resolved. Patient still has concerns regarding the device or therapy but she was working with the physician or mdt representative. Patient still had concerns regarding the device or therapy, but had not sought further help.

Manufacturer narrative:
(B)(4).